Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a loss of therapeutic effect after contracting the flu. The pt also had cramping and curling when she increased stimulation on program #2. The pt planned to try other programs. The pt was redirected to her physician. Additional info was requested.